Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy: according to the reporter - product was used laparoscopically. Loading with proper open and closing went per normal on the idrive. Placed device over distal rectum fully articulated. Closed, pushed green button and attempted to fire. Knife blade would not move forward and blue lights came on. Removed reload, dissembled and re-assembled idrive. Worked per normal with a new reload. After visual inspection of reload, able to see first row of staples slightly elevated.